Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an em2400 valve set disconnected from the connector resulting in a leak. This issue was identified during calibration, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 03, 2020 - november 06, 2020. H10: the actual device was not available; however, a companion sample and photograph were received for evaluation. The companion sample and photograph were visually inspected and no abnormalities were identified that could have contributed to the reported condition. A functional system level testing was performed on the companion sample and no issues noted. The reported conditions were not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.